Manufacturer narrative:
Qc at the time of the event was showing imprecision and high recovery.the customer found that the modular chemistry (mc) sample probe was plugged with a piece of red rubber. Cleaning the probe resolved the issue.a field service engineer (fse) went on-site, evaluated the instrument and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na) and chloride (cl) results. The results were not reported outside of the laboratory. When qc identified a problem, approximately 130 samples were rerun on a different instrument in the laboratory and those results were reported outside of the laboratory. The results provided by the customer are shown in the attachment. There was no affect to patient with regard to this event.